Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: synchromed; product ID a810 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl (2000mcg/ml at 587mcg/day) via an implantable pump for non-malignant pain. It was reported that the hcp stated that the patient had issues in the past few weeks and that caused them to miss a refill appointment. The hcp stated that about 2 weeks ago they filled the patient's pump with saline and put the pump at minimum rate. Yesterday the patient was brought in, they took the saline out of the reservoir and put fentanyl back in the pump, and a prime bolus was programmed and the patient got 200 mcg of fentanyl as a result. After the bolus the patient seemed sedated and they had to perform CPR to revive them. It was determined that there was 200 mcg of old fentanyl that was left in the catheter and internal tubing and it was bolused to the patient in the prime bolus. The hcp asked about options going forward, and advanced bridge bolus for the catheter and internal tubing volume were reviewed as a safe option.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the other actions and interventions taken to resolve the issue was narcan was administered and the patient was transferred to local hospital for evaluation and treatment. The issue was resolved, and the patient was transferred back to the rehab facility.